Manufacturer narrative:
Concomitant medical products: product ID: 310c31 tissue valve, implant date: (B)(6) 2010; product ID: dtba1d1 crt-d, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined, bipolar lead impedance warnings. The ra lead remains in use. No patient complications have been reported as a result of this event.